Manufacturer narrative:
The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4)

Event description:
An end user reported an issue with an auryon atherectomy catheter 2.0mm - hydrophilic coated. It was reported that the polymer jacket separated from the tip of the 2.0 catheter (the outer blade detached from the shrink) during the procedure. The procedure was completed with a different device. The patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident.